Event description:
It was reported that device embolization occurred. A left atrial appendage closure (laac) procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow-up transesophageal echocardiography (tee), the physician encountered difficulty visualizing the watchman closure device from several angles. A computed tomography (CT) scan was conducted on (B)(6) 2025, for further evaluation. The CT scan revealed that the closure device had embolized to the level of the kidneys. On (B)(6) 2025, the closure device was successfully retrieved from the abdominal aorta percutaneously using a non-boston scientific grasping device. No further patient complications were reported, and the patient remains hospitalized.